Event description:
It was reported by service report that the scale was off by 30 pounds. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: inaccurate readings due to scale being out of calibration.